Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using pyxis medstation es system user accounts appeared as locked when they attempted to log in. The customer stated that this issue was affecting patient care, as it prevented staff from accessing medications. There were no adverse events or injuries reported based on this incident.